Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure and if the cannula was properly seated in the infusion site or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose level rose to 440 mg/dl while wearing the pod between 4 and 24 hours. It was discovered that the pink slide insert did not move into the viewing window and being unsure if the cannula was properly seated in the infusion site. When removed the patient had irritation from the infusion site. No treatment was provided.